Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system got shutdown during the procedure. Review of system log file couldn¿t identify malfunction. Fse found software issues with touch screen. The philips engineer reloaded the software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system shutdown during a procedure. The system was in clinical use the patient was transferred to another system. No harm has been reported to philips. Philips has started an investigation of this complaint.